Event description:
The following has been reported: biomed reported: product issue: pump shutdown while infusing critical medication fully charged description of issue: pump was powered on and a test infusion was run while device was plugged in. The test infusion was successfully with zero errors present during or after. The logs have been pulled and attached to this email. Date and time issue occurred: unknown. Patient harm or delayed infusion: customer reported "pump shutdown while infusing critical medication". A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.